Event description:
On (B)(6) /2013, a reporter contacted animas alleging that their pump was intermittently powering off during the day. The reporter denied any damage/corrosion to the pump. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: reboot events were observed in the device's black box history. There was no damage found to the battery cap or compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for a 24 hour period with no power issues or alarms occurring. The pump was opened and no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.